Manufacturer narrative:
(B)(4). The reported issue could not be confirmed as the device was not returned for evaluation. If additional relevant information becomes available, a follow up medwatch will be submitted. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, instructs the user not to attempt to reuse any disposable supplies.

Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient (hp) had reused single-use supplies. The hp stated that in an attempt to clear an alarm, they had replaced the drain bag only, instead of the entire setup. The technical service representative (tsr) assisted the hp with ending the therapy. The hp was going complete therapy was normal. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4) as the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". If additional relevant information becomes available, a follow up medwatch will be submitted.